Event description:
Received information stating that the customer's fill estimate was inaccurate. The customer loaded a new cartridge but received a message requesting more insulin during the fill tubing process. The customer added more insulin to the cartridge but got the same message. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.